Event description:
It was reported that the patient experienced muscle stimulation during normal generator change out. The device was explanted and replaced. The procedure was successful and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.